Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose level ranged from 201-214 mg/dl.

Manufacturer narrative:
Device not returned.